Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. Without inflation yet, fluoroscopy was performed to check the site; however, it was noted that the stent was fractured. The stent was removed and another 20 x 3.00 promus premier¿ stent completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination found no issues with the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 467 mm distal from the distal end of the strain relief and multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. Without inflation yet, fluoroscopy was performed to check the site; however, it was noted that the stent was fractured. The stent was removed and another 20 x 3.00 promus premier¿ stent completed the procedure. There were no patient complications reported.